Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). Other: (B)(6); submitted to (B)(6) by the physician. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a repair and midureteral tape procedure on an unknown date. According to the complainant, post procedure, the patient developed pelvic and vaginal pain. She also has symptoms of bowel dysfunction and other unrelated pain. Reportedly, results for physical examination, MRI, and cystoscopy were normal except that the pain recurs upon "compression of tape" on left side. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.